Event description:
Approx 1/2 way through a 4 hr hemodialysis treatment the pt c/o not feeling well. Bp 90/40. 500cc nacl given. Bp 101/50. Pt requested to got to ER. C/o feeling bloated. Admits to no bowel movement for 1 week. Also, clots aspirated from access pre-treatment. Flow of 400 cc/min. Venous pressure fluctuating between 150-90-140-130-90-180. Pt was admitted and hemolysis identified.